Event description:
Customer reports to have received a lost sensor alert. Customer's blood glucose was 495 mg/dl, which was treated. Customer was not able to troubleshoot for lost sensor as she was driving and not at home. Customer was advised that sensors will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.